Event description:
It was reported that this left ventricular (lv) lead exhibited slowly increasing pace impedance measurements from around 1,700 ohms at implant, up to greater than 2, 000 ohms, high out of range, triggering the lead safety switch (lss). Technical services (ts) noted this is a high impedance lead with an upper limit of 3,000 ohms and explained reprogramming so the limit could be increased. During the call, the clinician successfully reprogrammed for optimization. No adverse patient effects were reported. The lead remains in service.